Event description:
It was reported that part of the cleaning brush was suspected to be stuck inside the channel of the ultrasound gastrovideoscope. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.